Manufacturer narrative:
(B)(6)section b5: the previous report included manufacturer reference numbers for the patient's history of recurrent gastrointestinal (gi) bleeding. The history of gi bleeding is covered in related MFR report numbers 2916596-2015-01707 and 2916596-2020-06588. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). A direct correlation between (B)(6), and the reported events, as well as a correlation between the confirmed thrombus and the reported events, could not be established. (B)(6) was returned assembled with the driveline severed approximately 12.5¿¿ from the pump housing and the distal portion was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was severed at its hardware, which was returned attached to the outlet elbow. An additional portion of the sealed outflow graft material was also returned. The sealed outflow graft bend relief was returned detached from the graft attachment. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(6), visual examination of the rotor revealed a small, white, deposition on one of the rotor blades at the proximal end of the rotor. Areas of the deposition were hard and denatured suggesting that it was present for an undetermined amount of time while (B)(6) was supporting the patient. Additionally, the lack of laminated layering suggested that this deposition did not form in this location and likely, originally formed elsewhere; however, the specific origin could not be conclusively determined. The evaluation of (B)(6) could not conclusively determine a cause for the development of the observed thrombus formation. Visual inspection of the remaining blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Upon removal of the deposition, the pump was cleaned, and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing was performed on the driveline and all wires were found to be electrically intact. No discontinuities or shorts were observed during this test, despite manipulation of the driveline. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from that testing showed normal pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25aug2015. The heartmate ii lvas instructions for use (IFU), rev. H is currently available. This IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 1 and section 6, outline indications of pump thrombosis as well as how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with dark tea colored urine with pending labs. The patient had recurrent gastrointestinal bleeding (gib) (previously reported in # (B)(4) so their international normalized ratio (inr) goals were running lower. A log file review showed a few pulsatility index (pi) events and routine power source changes. The patient's clinical condition did not appear to affect the pump operation. The patient received a heartmate ii to heartmate 3 pump exchange due to suspected thrombosis.